Event description:
It was reported that the patient presented at the cardiologist's office and it was discovered that their right ventricular (rv) lead exhibited a high pacing impedance and capture anomaly. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable.